Event description:
Device was returned due to overinfusion. Discrepancy was found in graduated cylinder flow accuracy test during preventive maintenance testing. When facility programmed 10 ml it delivered 11.5 ml. When 20 ml was programmed pump delivered 21.5 to 22 ml. Facility was using saline solution. No patient was involved.

Manufacturer narrative:
Upon receipt, pir coordinator ran the device to deliver 1000 ml at 125 mg/hr. Infused 1010 ml in eight hours, which is within specifications. B. Braun qa test results in 2007 were slightly above specifications for delivery on two out of four tests. Forwarded device to service for additional testing and repair.